Event description:
In a literature report, a surgeon reported a patient that experienced pigmentary dispersion syndrome following intraocular lens (iol) implant surgery. The lens was placed in the sulcus. Postoperatively, the patient's pre-existing glaucoma had progressed to the point that he required a trabeculectomy. The patient was also diagnosed with chronic uveitis and early macular degeneration. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted, product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/12/2008, 11/21/2008 and 11/26/2008 by phone, fax, and mail. A completed questionnaire has not been received. (2006). Every time he plays golf, his vison gets foggy.this report was mailed to FDA on: 12/05/2008.